Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered what appears to be inappropriate shocks. According to the patient there were no symptoms prior to shock. At a follow up in clinic the device was not replaced as a decision and the device was never turned off. No additional adverse patient effects were reported.